Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification after loading the cartridge with 200 units of insulin. The customer's blood glucose was 434 mg/dl. A new cartridge was loaded onto the pump to address the issue.